Manufacturer narrative:
The returned device was evaluated for the issue of the balloon failing to deflate completely. This issue was confirmed. Visual inspection of the catheter hub assembly revealed that the proximal end of the polyimide shaft was abutting the distal end of the plunger prohibiting the balloon from deflating completely. When the proximal end of the polyimide shaft is pushed against the plunger it traps the fluid in the balloon resulting in a failure to deflate the balloon. In addition, during the investigation, the returned device revealed that the adhesive taper was missing at the junction between the proximal shaft and the balloon. The review of the lot history record (f1616503) indicated that there was a non-conformance for this lot which may have contributed to the reported incident. Based on the provided information and the investigation performed, the cause of the failure was due to improper assembly of the polyimide shaft and the catheter hub. If additional information becomes available, a supplemental report will be issued with the results of the evaluation.

Event description:
It was reported that the mynxgrip 6f/7f vascular closure device's balloon would not deflate during initial preparation. The device never entered the sheath or the patient. Hemostasis was achieved with a second mynx device without issue.